Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak after ending their pd treatment. The pdrn reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to continue the use of their cycler. Upon follow up, the pdrn stated the patient was able to complete treatment with a new machine. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Corrected information provided in h10. Plant investigation: the complaint product sample was received on (B)(6) 2023 from the customer, the sample was received without original package or label for identification. During the disinfection of the complaint sample a leak was found in the cassette film, the alleged failure mode was confirmed. During the visual inspection with the microscope, a hole could be observed, this kind of damage (hole) could have the following causes: pump door is sharp or closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. Also, a tear was found during the visual inspection with the microscope that could be caused for friction of the film with a surface. This kind of damage could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the user¿s guide of the product, there are indications for the patient to avoid this kind of damage: ¿caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the instructions for use of the products user¿s guide to do not use the product if there is a damage found in the cassette, ¿inspect cycler set tubing and cassette film for damage¿, ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿. A device history review was not performed since the lot number is unknown, the patient number is unknown and could not be performed a shipping search for the possible involved lots. The alleged event was confirmed with complaint product evaluation; however, it is not possible to determine the actual cause of the defect. The returned sample was scrapped.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak after ending their pd treatment. The pdrn reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to continue the use of their cycler. Upon follow up, the pdrn stated the patient was able to complete treatment with a new machine. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak after ending their pd treatment. The pdrn reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to continue the use of their cycler. Upon follow up, the pdrn stated the patient was able to complete treatment with a new machine. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the complaint product sample was received on (B)(6) 2023 from the customer, the sample was received without original package or label for identification. During the disinfection of the complaint sample a leak was found in the cassette film, the alleged failure mode was confirmed. During the visual inspection with the microscope, a hole could be observed, this kind of damage (hole) could have the following causes: pump door is sharp or closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. Also, a tear was found during the visual inspection with the microscope that could be caused for friction of the film with a surface. This kind of damage could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the user¿s guide of the product, there are indications for the patient to avoid this kind of damage: ¿caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the instructions for use of the products user¿s guide to do not use the product if there is a damage found in the cassette, ¿inspect cycler set tubing and cassette film for damage¿ and ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿. A device history review (DHR) was not performed since the lot number is unknown, the patient number is unknown and could not be performed a shipping search for the possible involved lots. The event was confirmed based on the sample evaluation; however, a cause could not be established. The returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak after ending their pd treatment. The pdrn reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to continue the use of their cycler. Upon follow up, the pdrn stated the patient was able to complete treatment with a new machine. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.